Manufacturer narrative:
Date of event was approximated to (B)(6), 2015, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant and explant surgeon is: (B)(6). The following imdrf patient code capture the reportable event of: e1311 - voiding dysfunction. The following imdrf impact code capture the reportable event of: f1905 - capture the reportable event of patient had to undergo revision surgery to address the reported complication.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior and posterior repair, tension-free vaginal tape insertion and cystoscopy procedure performed on (B)(6), 2015, for the treatment of anterior and posterior prolapse and stress incontinence. The patient experienced a voiding dysfunction after the procedure. The patient subsequently underwent a posterior tape division on (B)(6) 2015.